Event description:
Non- integration reported. It was reported that the implant at tooth site 11 was removed due to non-integration.

Event description:
It was reported that the implant in site 11 was removed due to non-integration, no further implant to patient. Site was grafted prior to implant placement. Will attempt to place implant in future.